Event description:
Customer reported receiving a message stating "all deliveries stopped" during the cartridge loading process. There was no adverse impact to the customer's blood glucose level (bg). Reportedly, the customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.